Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the pump was staying flat. A revision surgery was performed, and it was noted that there was fluid loss caused by a tear in the right cylinder.